Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that following an av-node ablation procedure, multiple attempts to interrogate the subject pacemaker were unsuccessful. Another similar pacemaker was subsequently implanted. Following removal of the subject device, proper interrogation was possible.

Event description:
The physician reported that following an av-node ablation procedure, multiple attempts to interrogate the subject pacemaker were unsuccessful. Another similar pacemaker was subsequently implanted. Following removal of the subject device, proper interrogation was possible.